Event description:
It was reported that while the surgical light was being articulated. The plastic dust cover, weighing 1.2 oz, separated from the attachment screw, causing it to fall. After evaluation, it was determined that in this instance, the screw hole was made too large and the screw had been over-tightened in the field.